Manufacturer narrative:
Device evaluation: visual inspection showed evidence that the potting that was to be inserted into the wire mount had missed and was next to it. Unit appeared to have been primed. The device was observed under magnification and the wire appeared to be loose.pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the wire. The device was filled with colored water and the leak was visible from the wire mount.reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak was identified in the fusion oxygenator during priming, prior to use. The leak originated from the top component of the oxygenator. The same leak did not appear in multiple packs. The device was replaced. There was no patient involved.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.